Manufacturer narrative:
Unit received cracked/bleeding lcd glass. Unable to perform displacement test and self-test due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 100 mg/dl. Customer stated that the pump show partial display. Customer advised pump dropped while running. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.